Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 35-65 mg/dl. Reportedly, the customer intermittently delivered multiple correction boluses. Customer drank juice to address the low bg levels. Recommendation was made to consult with healthcare provider regarding diabetes management.